Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patients hip was revised for suspected infection and acetabular loosening. Infection labs were found to be negative, but there was marked corrosion on the femoral stem and head. Patients acetabulum was replaced with a trident ii multihole shell and 40mm liner. Femoral head was replaced with +0 40mm biolox universal head and sleeve.